Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to unstable threshold, high impedance, and noise. There was a possible connector problem with the implantable cardioverter defibrillator (ICD). The patient underwent a lead revision and the lead and device connection was adjusted. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).